Manufacturer narrative:
E1: patient city: (B)(6). Patient country: ireland.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that patient has high blood glucose event on (B)(6) 2026.the blood glucose levels (specific value unknown). The event lasted more than 4 hours and got treated with bolus via pump and injection. No further information available.